Manufacturer narrative:
Expiration date and device manufacture date: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placements in the right and left common femoral arteries were attempted with four proglide devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, two cuff misses were noticed at each site. The sutures of two prostyle devices were successfully pre-placed at each site. The sheath was upsized to greater than 8f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.